Event description:
Information received from the field notes that the patient experienced pain, diaphragmatic stimulation and loss of ventricular capture post implant. The ventricular lead, which had partially perforated the ventricle, was reposi- tioned. Five days later, an echocardiogram showed no pericardial fluid. The patient returned to the hospital on 9/4/2001 with chest pain and a pericardial rub.